Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-01221. It was reported that the patient experienced ineffective stimulation. Imaging confirmed that one of the leads had migrated. Reprogramming was unable to restore therapy. In turn, surgical intervention was undertaken wherein the migrated lead was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated, therefore both leads are being replaced.